Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-20. It was reported that the priming bolus had been delivered and there was no further action to be taken.

Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 100mcg/day) via an implanted infusion pump. The indication for use was unknown. Additional information was received from a manufacturer representative on 2017-nov-27. It was reported that another representative contacted tech support to ensure that the patient did get the priming bolus.